Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The pc-over-ip (pcoip) client was replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the pc-over-ip (pcoip) displayed the logo on the camera cart, and the camera cart had to reconnect. This occurred intraoperatively. There was no delay due to this issue, and there was no impact on patient outcome.